Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, more than 6 years have passed since the device was manufactured, and it is likely that the latch of the video connector receiver was worn off due to repeated use over time. This makes it impossible to lock the video connectors, and it is likely that shaking the scope cable would disrupt the image. In addition, during device evaluation, it was noted that there were no images with the 180 scope. It is likely that only the 180 scopes no longer produce images due to a failure of the operational amplifier on the circuit board. The investigation also confirmed a design change was initiated in april 2018 related to the operational amplifier. The subject device of this report was manufactured prior to that design change.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported that the video connectors on a video system center were broken and could not be connected. It was reported that a retainer clip/latching mechanism was missing from the video system center and it was removed from service and sent it in for repair. There was no patient involvement or injuries reported. No additional information has been obtained.